Event description:
It was reported that the left ventricular lead exhibited high thresholds. Lead dislodgement was suspected. During a subsequent attempt to reposition the lead, it was found that the lead would not move. It was also noted that the lead appeared to have migrated back into the device pocket. The lead was inactivated, and lead replacement is being planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.